Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system failing normal mode as it triggered 23068 and 1173 errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) passing sensors check, chipencoder virtual absolute (cva) characterization, sine cycle, friction tests, but failed lissajous. Visual inspection found particulates on all rotor mirrors. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the operating room (or) staff observed an error 23068 pointing to universal surgical manipulator (usm) 4. Technical support engineer (tse) viewed the system logs and confirmed the error. Tse asked caller to reseat the sterile adapter (sa) and check if the disc engagement worked without any success. Tse asked caller to perform a hard power cycle (emergency power off (epo) and cycle circuit breakers) without any success. Tse asked if they can proceed with 3 usms and site agreed. Site disabled the usm 4. The procedure was completed with no reported injury.